Manufacturer narrative:
All operating currents are within specification. No unexpected low battery alarm or off no power alarms noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. The insulin pump functioned properly. The insulin pump had intermittent button response noted during testing due to corroded keypad traces. No ramping numbers and scroll bar not moving on its own noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that numbers are ramping on their own. The customer also reported that the scroll bar is moving with no input. The customer also reported that they received off no power alarm without a low battery alert. The customer's blood glucose was 270 mg/dl at the time of incident. The customer mentioned that they received a no delivery alarm as well but it was resolved by a complete set change. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.